Event description:
It was noted at a device change out on (B)(6)2011 that the lv pacing impedance was less than 2500 ohms but lv configuration paced from lv tip to rv coil. Rv coil appears to be the issue. Lv lead remains in service. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).